Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported."

Event description:
During a procedure, the screwdriver tip broke off in the cone proximal body trial. As a result, a different stem was used to complete the procedure after a one hour delay.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Concomitant medical products - arcos proximal body trial catalog#: 31-301302, lot#: 541010, arcos distal stem catalog#: 11-301018, lot#: 306690.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical product - biomet proximal body trial, catalog#: 31-301302, lot#: 541010. Examination of returned device history files found no evidence of product non-conformance. Review of the device confirmed the reported condition, as the device was fractured. However, a conclusive root cause of the event could not be determined, as it was reported that the correct surgical technique was followed.